Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that minute ventilation (mv) signal was noted on the right atrial lead in a few anti tachycardia response episodes. The values for the pace impedances were stable on the right atrial lead although the values were trending downward on the right ventricular lead. The leads were competitor leads implanted with this pacemaker. The pacemaker remained implanted. No changes were made. No adverse patient effects were reported.